Event description:
Report received of pt with a great deal of pain immediately post operative. Hcp to move/replace intrathecal part of catheter. Follow up with hcp revealed csf did return from catheter at implant. MRI done and showed catheter to be wrapped around a vessel or something-pt had some aberrant anatomy. Catheter removed and a new one inserted splicing the new portion with the tunneled poriton. Pt's pain has subsided and pt is doing fine.